Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional xience v referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified left anterior descending artery. A 3.5 x 15 mm xience v stent delivery system (sds) was being advanced through an unknown guiding catheter when there was resistance felt. The device was removed with resistance and after removal it was noted that some of the stent struts were flared. A 3.0 x 15 mm xience v sds was being advanced when there was resistance in the anatomy and the proximal shaft separated. The separated portion was removed without resistance. A second 3.0 x 15 mm xience v sds was successfully used. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.